Event description:
On (B)(6) 2024, (B)(6), a biomedical engineer with (B)(6) medical center, (B)(6), us, reported a device malfunction pertaining to the accuvein hf580 powered wheeled stand. Charging pins burned; no one was harmed; av500 charges on a different hf580 with no issue. Biomed not sure how or when the charging pins were burned. He noticed the smell investigated the hf580 and saw the burned pin board. No patients were involved or reported. No injuries were reported.